Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump displayed over-current errors on the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Software data log files were reviewed by the manufacturer's clinical support. Clinical support spoke to the customer and advised them on how to properly set occlusion. This complaint is related to MDR #1828100-2013-00771.